Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has common device name of 80fpa and is pre-amendment 510k. The information on reprocessing of the device was requested; however , no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient received more medication than intended. The dial-a-flo tubing set was connected to an unspecified primary tubing set and was being used to deliver an unspecified hydration solution for an duration of 24 hours. It was reported that 12 hours after the deliver was started, the deliver was completed. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.